Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful implantation of a leadless pacemaker in a patient with an ivc filter. Pace - pacing and clinical electrophysiology. 2018; 41(3):328-330. 10.1111/pace.13137. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about the implantation of a leadless implantable pulse generator (ipg) in a patient with an inferior vena cava filter. The article reports that one day post-implant, the device exhibited increased impedance. It was noted to be related to a small blood clot in between the leadless ipg ad the myocardial tissue. The patient was already administered anticoagulation medication due to patient condition. The physician chose to monitor the patient over the course of several days to avoid intervention. The pacing parameters returned to baseline during this time. No further patient complications have been reported as a result of this event.